Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® next test strips from lot # 5dheg02a, using blood spiked with glucose at 21.9 mmol/l and 3.7 mmol/l, as determined by ysi instrument in five replicates each. All tests recovered within fit-for-use limits.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model # 7322 of the contour® next test strips is only available in canada; therefore, the primary unique device identifier (UDI) number is not applicable.

Event description:
The customer from canada reported obtaining blood glucose readings of 4.4 mmol/l and 18.5 mmol/l at 7:30 a.m. With the contour® next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.